Event description:
Customer alleged a pt was getting onto the hospital bed after having knee surgery. The bed moved causing the pt to fall. The pt injured their knee when they fell. A second surgery was performed on the pt's knee to repair the damage from the fall.